Manufacturer narrative:
The sterilization records have been reviewed and found to be acceptable. Product evaluation could not verify the failure mode due to condition of product. Lab results were consistent with polycarbonate for the particle in the vial, and indicated organic material and saline residue along with lesser concentrations of mineral deposits on the particle from the soiled, used cassette. A polycarbonate blend is used in a portion of the needle wrench assembly, but it is not possible to definitively trace the source to this part due to the limitations of analytical testing. Improper use of the needle wrench has the potential to create a particle. Energy-dispersive spectrometer (eds) laboratory results indicated that the white colored particle from cassette consist primarily of carbon, chlorine, and sodium. Lesser concentrations of oxygen, sulfur, potassium, and calcium were also detected. This is consistent with organic material and saline residue, with lesser concentrations of mineral deposits. Energy-dispersive spectrometer (eds) laboratory results also indicated that the white colored particle from vial consist primarily of carbon and oxygen. Lesser concentrations of silicon, calcium, aluminum, sodium, sulfur, and chlorine were also detected. This is consistent with organic material with lesser concentrations of mineral deposits and saline residue. The white colored particle from vial was analyzed using a fourier transform infrared (ftir) spectrometer. The ftir analysis of the white colored particle from vial produced a spectrum consistent with that of polycarbonate." The source of the particles could not be definitively established due to the dirty condition in which the samples were returned and while the needle wrench component does use a polycarbonate blend the analytical method limitations cannot demonstrate that this material is the same as what they identified. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. The investigation is complete.

Manufacturer narrative:
One opened bl5113 pack from lot w4470 was returned. Visual inspection found the assembly used. In addition, a small plastic vial was returned with an unknown fluid inside. The fluid was filtered and under microscopic examination, several small particles could be seen and will be sent to a lab for analysis. No clinical consequences or additional medical interventions reported as a result of this event. Additional investigation results are pending. The investigation is ongoing.

Event description:
A user facility in france reports that whilst performing cataract surgery, a hard particle came out of the phacoemulsification handpiece during its insertion into the patient¿s eye. The particle was successfully removed.